Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In an abstract 'outcomes of cementless-backed patellar components,' the following complications are noted: one triathlon press-fit patella for tendon rupture (wire supplementation - nothing revised).